Manufacturer narrative:
Dates of event and implant: dates estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article attachment: impact of chronic kidney disease on long-term clinical outcomes of everolimus-eluting stent implantation: a subanalysis of the (B)(6) registry the patient effect of death referenced will be filed under a separate medwatch report #.

Event description:
It was reported through a research article identifying xience v that may be related to the following: death, myocardial infraction, revascularization, ischemia, arrhythmia, stroke, bleeding, stent thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled: impact of chronic kidney disease on long-term clinical outcomes of everolimus-eluting stent implantation: a subanalysis of the (B)(6) registry.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, thrombosis, ischemia, arrhythmia, and cerebrovascular accident are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported myocardial infarction, thrombosis, ischemia, arrhythmia, and cerebrovascular accident, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot #s were not provided. Attached article: impact of chronic kidney disease on long-term clinical outcomes of everolimus-eluting stent implantation: a subanalysis of the tokyo-md pci registryna.